Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a pocket erosion which the pacemaker was visibly protruding from the pocket. The physician stated that there was no evidence of infection so the device was removed. The pocket was cleaned and a new pacemaker was inserted in a sub- pectoral fashion. The patient remained in stable condition.